Event description:
Customer reports hemochron signature plus / pt assay inr is inconsistent with an unspecified lab instrument. This report is for pt 3 of 4. Pt therapeutic range not provided by customer. On (B) (6) 2009 "out of range low" followed by 2.4 & 2.3 inr on hemochron signature plus. No repeat lab draw was conducted. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4) (B) (4). Additional customer reporting evaluation: eqc evaluated and acceptable; lqc evaluated and acceptable. Converted from hemochron signature to hemochron signature plus instrument in late 2008. Correlations were performed and acceptable at time of conversion. Method: manufacturer evaluation / investigation pending product return from user facility. Results: manufacturer evaluation / investigation pending product return from user facility. Conclusions: manufacturer evaluation / investigation pending product return from user facility.